Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The reported condition was not confirmed and the root cause was not identified. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a clearlink non deph secondary medication set's spike was disconnecting from a non-baxter chemotherapy bag. The spike appeared to not be inserted far enough into the bag. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.